Event description:
It was reported the pt had her acticon neosphincter device removed and replaced due to recurring incontinence. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Cuff; balloon: catalog # 72402105, serial # (B)(4), exp date # 05/27/2015, MFR date: 06/2010, implant date: (B)(6) 2012; pump: catalog # 72402287, serial # (B)(4), exp date: 10/15/2008, MFR date: 10/2003, implant date: (B)(6) 2004. Should additional info become available regarding this event is will be re-evaluated and a follow-up report will be sent.